Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 3 months post implant of this pulmonary valved conduit implanted in an approximately (B)(6) year old patient, a transcatheter pulmonary valve (tpv) was implanted valve-in-valve due to stenosis. No additional adverse patient effects were reported.